Event description:
It was reported in a literature article that a retrospective review of prospectively collected data on 41 patients (20 males and 21 females) with single level lumbar or thoracic traumatic fractures, without neurologic damage, treated with bkp and short segment stabilization with the sextant device at lumbar levels and with cd horizon longitude at thoracic levels. Forty-one patients underwent percutaneous kyphoplasty and stabilization for treatment of single level fracture of the thoracic or lumbar spine. Average age of the patients was (B)(6). All patients were neurologically intact. The mean follow up was 15 months and no patient was lost to follow-up. Cement leakage occurred during the procedure in 15 patients. Ten cases occurred in the pmma group and five cases in the phosphocalcic group but the difference was not statistically significant. Nine of the leaks were lateral, four were anterior, and three were posterior without neurological deterioration. None of the leaks were symptomatic. One patient developed a wound infection and healed after debridement of the wound and initiation of adapted antibiotic therapy, without hardware removal.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.